Event description:
It was reported via repair work order that the scale would not zero out due to malfunctioned scale assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.